Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed multiple "improper shutdown!" Messages during the last days of customer use. An "improper shutdown!" Message occurs when all power sources become disconnected from the pump. The history log cannot be used to determine if power was manually disconnected. The reported condition was not verified. The device was found to be within specification during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. The reported problem occurred in the intermediate care area. There was no patient involvement. No additional information is available.